Event description:
The customer's wife reported that the customer was hospitalized due to hypoglycemia. The reported blood glucose reading was 40 mg/dl. The customer's wife stated that the cause of the event was that the customer over bolused because he did check the history files on the insulin pump and forgot that he had already bolused. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.